Event description:
Patient was revised to address poly wear, osteolysis, and loosening of the femoral component.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear or device loosening, no evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.